Event description:
Customer discovered while ventilator was cycling on a patient the 02, when set to 40%, would fluctuate to 80%. This would only happen while the auto mode was in the on position. The ventilator was swapped out with a different ventilator and taken to the biomedical department. The biomed ran the ventilator for three days with the sv390 servo screen attached for trending and could not duplicate the reported failure. The biomed calibrated and performed functional checks. Ventilator passed all test and performed to all manufacturer's specifications. Ventilator was returned back to service. No parts were removed from the ventilator. There were no patient injuries. Front panel settings, at the time of the reported incident, are unknown.